Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of infection in peritoneum in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date in (B)(6) 2012, the patient experienced an infection in the peritoneum. It was not sure if the infection was peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. The patient was still in the hospital. The patient is recovering.

Manufacturer narrative:
(B)(4). Follow up information received from the nurse dated (B)(6) 2012 has determined that this is a duplicate record. Additional activity and follow up information will be completed in complaint, (B)(4) report # 1416980-2012-04488.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. A review of all batch record documents was performed for associated lot number gd892554 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted. This is report 3 of 3 involved in this event.